Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 10:00 a.m., a sample from this patient was tested using the meter, resulting with a value of 1.3 inr. At 1:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.25 inr. This value was believed to be correct and the patient's coumadin dose was held for one day based on this result. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in stable condition and is feeling okay. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient is sometimes anemic. The patient has lupus. The patient does not take direct thrombin inhibitors. The patient has had no changes in medications or diet. The patient has no new illnesses and no unusual bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 378397) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. The patient has lupus. Per product labeling, this may cause false-high inr values and false-low quick values. Where antiphospholipid antibodies (apa) are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.